Manufacturer narrative:
Concomitant medical products: b-braun 1000ml IV bag of vincristine doxorubicin, lot: j5c088, exp: july 2017, therapy date (B)(6) 2015. The customer¿s report of backflow was confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered on the primary set received. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag,indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant products: (2)male luer connectors; MFR ,model, lot unk; therapy date (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported: 1 hour after hanging the chemotherapy there was no air gap in the secondary line of the adria/vincristine line and the drug had back flowed into the into the primary IV of 250cc ns. The primary line was clamped as soon as this was identified for both chemo¿s hung. The other medication hanging had not back flowed and had a notable air gap. Primary lines were properly placed below the secondary chemo drugs.